Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while performing CPR on a (B)(6) male patient, the device would power off then restart on its own. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. It is important to mention the batteries used at the time of the reported event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.